Event description:
It was reported that the patient's pacemaker was found in back-up vvi mode. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the patient presented to the clinic for follow-up. The pacemaker exhibited premature battery depletion. The patient was in stable condition following the procedure.